Manufacturer narrative:
The customer contacted a siemens customer care center and reported that discordant, falsely low glucose (glu) results were obtained on a patient sample on a dimension vista 500 instrument. Siemens observed that quality controls (qcs) were within ranges at the time of the event. A siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. The cse replaced reagent probe 2 (r2) mixer and drain, performed all alignments, and ran quality controls(qc), resulting within specifications. The cause of the discordant, falsely low glu results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low glucose (glu) result was obtained on a patient sample on a dimension vista 500 instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument, resulting in another discordant, falsely low glu result. The sample was also run on an alternate dimension vista instrument, resulting higher. The repeat result, obtained on the alternate instrument, was reported to the physician(s) as the correct result. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low glu results.